Event description:
There was an allegation of questionable hdl-cholesterol gen.4 results for 2 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was 109.1 mg/dl, and the repeated result was 43.6 mg/dl. Patient 2: the initial result was 120 mg/dl. The physician questioned the result, and the sample was repeated. The repeated results were 110 mg/dl and 40 mg/dl.

Manufacturer narrative:
The reagent lot number is 81442001 with an expiration date of 30-jun-2026. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed "cell blank", "insufficient sample volume", "abnormal sample aspiration", and "insufficient sample volume" alarms. The field service representative adjusted the gear pump and tubes. The investigation determined that the service actions resolved the issue.